Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system explant procedure due to an unknown reason. The patient was doing well post-operatively. The explanted ipg and leads were not returned to bsn as they were kept by the medical facility. Additional information was received that the reason for the explant was due to patient not getting an adequate stimulation.

Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2021. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2317700; model: sc-2317-70; serial: (B)(4); batch: 5058064/5119174.

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system explant procedure due to an unknown reason. The patient was doing well post-operatively. The explanted ipg and leads were not returned to bsn as they were kept by the medical facility.